Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported patient passed away during implant procedure of a replacement cardiac resynchronization therapy defibrillator (crt-d). All of the chronic leads were moved to the new crt-d and all parameters were normal. The patient died on the table shortly after the new device was placed in the pocket. No loss of rate or rhythm occurred. The patient had a loss of blood pressure. No autopsy was performed. Cause of death has been requested and not received.